Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that two graftmaster stents were used to treat a perforation that occurred during use of cutting balloon. The 3.5x26 mm graftmaster stent was utilized quickly to seal the leak; however, subsequent contrast injection still showed a relatively large leak which was treated with a 4.0x26 mm graftmaster stent. Following this, there appeared to be some contrast extravasation; however, on further analysis, appeared to be a collateral filling in the area near the tibioperoneal trunk, not the free contrast extravasation that was seen earlier. Following the stenting of the area, flow was able to be seen through the peroneal artery, large collaterals filling the anterior tibial which again fed a collateral which appeared to be a tarsal on the foot. The patient left the procedure room in stable condition. Both feet appeared to be viable following the procedure. No additional information was provided.